Manufacturer narrative:
The reported event that target device gamma3® 300x160mm was alleged of issue (distal misdrilling / problems during drilling) could be confirmed, based on the evaluation of the x-rays provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The received target device showed typical signs of frequent use ¿ such as small scratches and discolored prints ¿ but was generally undamaged. No cracks or signs of impacts found. Functional test revealed neither static ¿ nor oblong drill hole at distal end of the sample nail contacted the drill while drilling. On no occasion any of the sample drills had contact to the nail. All drill holes were passed as intended. The function of the targeting arm returned was fully given. Potential malfunction is usually found during functional check which is required as per IFU. In case of any deviation it is realized prior to use. Furthermore, as the reported product that target device gamma3® 300x160mm was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2008), it can be safely said that the device had fulfilled its tasks in former surgeries as intended without problems reported. Although an exact root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
Distal miss drilling. Surgical delay of 5min. Not longer. No other consequences reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Distal miss drilling. Surgical delay of 5min. Not longer. No other consequences reported.